Event description:
Same case as mfg. # 2134265-2010-01022. It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the severely calcified and severely tortuous brachium vein of the arteriovenous (av) fistula. An unspecified wallstent was being treated for in stent restenosis. A sterling balloon 5x40mm was advanced to the stenosis and inflated one time to 6atm and ruptured. The procedure was completed with another of the same device. No further patient injuries or complications were reported. The patient status is reported as "good."

Manufacturer narrative:
(B) (6). (B) (4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).